Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was jammed and was moving heavy. The assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling power supply was blocked and seized on the reciprocating saw attachment device. It was noted in the service order that the quick coupling conical sleeve and the ball bearing connecting sleeve were old versions. It was further determined that the device was deteriorated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.